Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: possible causes of the foreign object attachment include insufficient pre-cleaning and rinsing of the inside of the pipes, and insufficient drying due to buttons not being removed when the endoscope is stored. The foreign matter was found to be organic silicone (e.g., defoaming agents and lens cleaner). The event can be detected by following: instructions for use (operation) [for safe use], [chapter 1, section 4: general precautions, warning], [chapter 1, section 6: reprocessing and storage after use, warning], [chapter 4, section 2: inserting the endoscope, air supply, spraying, water supply, and suction, caution], and instructions for use (cleaning/disinfection/sterilization) [chapter 5, section 3: pre-cleaning the endoscope and accessories, supplying water and air to the air and water channels], [chapter 5, section 5: manual cleaning of endoscopes and accessories, cleaning of external surfaces], [chapter 5, section 7: rinsing the endoscope and accessories], [chapter 8, section 2: storing disinfected endoscopes and accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign object at opening of the air/water nozzle, and a foreign object adhered to the distal end (including ob-lens surface). There was no patient involvement.